Event description:
A nurse contacted home care services (hcs) regarding an interlink continu-flo where it was difficult to keep the luer secure on the distal end of the stopcock manifold . While manipulating patients on more than one occasion the IV became disconnected from the manifold on the distal end. There was patient involvement but no injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. A batch review was performed on the reported lot with no deviations found. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the sample was not available for evaluation. Therefore, the reported condition could not be confirmed and an assignable cause could not be determined.